Manufacturer narrative:
Follow-up is being performed to obtain further information. Explant was covered by a clinical specialist who is no longer with the company. (B)(4).

Event description:
Prometra ii 20ml pump was explanted due to infection. The pump was explanted approximately 7 months ago due to an infection at the pump site. No further details are known at this time.

Event description:
A prometra ii pump was explanted due to infection at the pump site. Reason for infection is unknown. It is unknown when the infection began, and patient was given po doxycycline, po keflex, bactroban ointment as treatment post-op. Culture of the infection showed "pseudomonas aeruginosa."

Manufacturer narrative:
Per additional follow-up, reason for infection is unknown. Supplemental MDR will be submitted if any additional information is received. Internal complaint # - complaint - (B)(4).

Event description:
A prometra ii 20ml pump was explanted due to infection at the pump site. Reason for infection was not provided. It is unknown when the infection began, and patient was given po doxycycline, po keflex, bactroban ointment as treatment post-op. Culture of the infection showed "pseudomonas aeruginosa."

Manufacturer narrative:
Per follow-up, it was reported that it is unknown when the infection began and the reason for infection was not provided. Device was not returned for evaluation. Per instructions for use, the possibility of infection is listed under the section, "possible risks associated with programmable pump." There is no further information available at this time. Internal complaint#: (B)(4).